Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery failed alarm and pump error 15. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. Customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. No harm requiring medical intervention was reported. The customer will discontinue using the device. Product return was expected for mmt-1885.

Manufacturer narrative:
Unit passed the displacement test, active current measurement, sleep current measurement test and self-test. No alerts/anomalies/alarms noted during testing. Unit was successfully downloaded using thump for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. During download history review no relevant alarms confirm in download history files to confirm complain code seven days before the event date of 01-may-2025. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap was attached and locked into place properly. The following were noted during visual inspection: label damage (faded), cracked case-corner of belt clip rails, scratched case and stained keypad overlay. Alleged pump error 15 and failed battery test alarms were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.